Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that the reported phenomenon ¿no image¿ occurred due to faulty internal board. However the root cause could not be identified. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video connector of the visera elite video system center was broken, however, connection was possible. Upon inspection of the customer¿s returned device it was observed, the subject device had no image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction, it was observed, the connector could not be fixed due to the worn components. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.